Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. Patient reported that there was no damage to the pump and the o-ring of the battery cap was not showing. Patient acknowledged that the cap was loose and was a year old. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/02/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.visual inspection of the pump found no cosmetic damages. Investigation was unable to duplicate the blank display complaint. The pump powered up to a clear and legible verifying screen with the appropriate audio and vibration alerts. Unrelated to the display issue, moisture was observed in the battery compartment and a leak was found in the battery compartment during a leak test. No further evidence of moisture was found in the pump interior when the pump casing was opened to investigate.